Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: based on the information available, there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the adverse event.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) was hospitalized for hypocalcemia and hypomagnesemia. The patient had switched clinics following the hospitalization. Follow-up with the patient and patient¿s peritoneal dialysis registered nurse¿s could not provide any additional details regarding the hospitalization and/or event(s). The patient stated that they did not have any issues with their cycler.